Event description:
It was reported that the pump's clock had been losing about 1-2 minutes each day for several weeks. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.